Event description:
The customer reported during a loss of power at the hospital the ventilator shut down and alarmed, and did not transition to backup battery power. The unit was in use on a patient and the customer reported there was no patient harm. The manufacturer's service technician reported when the ventilator was plugged into ac power the backup battery was not charging. The service technician replaced the power supply to complete the service. Performance verification testing was completed and all tests passed per operating specifications.